Manufacturer narrative:
(B)(4) device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history records for the sheath were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the sheath tip becoming damaged during insertion could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the sheath flowered at the proximal tip during insertion. There was no patient death or complications reported. Follow up information states the catheter was being placed into the patient's right basilic vein. No skin nick was performed prior to insertion.